Manufacturer narrative:
Continuation of d10: product ID: wr9200; product type: 0213-recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient was a bit incapacitated due to back surgery and some other issues. The caller didn't think the patient was keeping up with charging the ins, and the patient told the caller the last time they charged the ins was approximately 3 days ago, but the caller wasn't sure if that was true. The caller noticed that the patient appeared to be without the benefit of the dbs therapy because they were having difficulty with a lot of movement. The caller was charging the ins with the wireless recharger during the call, but the wr battery indicator was down to one green bar and the patient lost the dock, wr cord, and wr cord adapter. As a result, the patient was unable to charge the wr. The caller checked the patient's ins with the patient programmer and got the screen that indicated the ins charge level was low. The caller bypassed the screen and saw that therapy was off. The caller turned therapy back on and noticed that the patient was getting the benefit of the dbs therapy again, but they thought the patient might have been getting more stimulation than they needed because there was a lot of movement on the patient's left side, specifically their left leg. The caller described this as dyskinetic movement. The caller mentioned that a rep had assisted them in the past with adjusting the stimulation level to help with the dyskinetic movement. The caller turned therapy off and decreased the stimulation level for the left side of the patient's body, then they turned the stimulation back on and said there was a big difference. The caller mentioned that the patient was having some pain at the surgical site, but it was unclear if the caller was referencing the back surgery or the ins surgery. The caller did not require further assistance. Agent sent an email to the repair department to request a replacement dock, wr cord, and wr cord adapter.